Manufacturer narrative:
(B)(4). The device was evaluated, the button battery was replaced and the ventilator worked properly.

Event description:
It was reported that during use, a ventilator screen turned black and stopped working. The patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.